Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09aug2022. The heartmate 3 lvas IFU rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's cause of death was respiratory failure due to pneumonia. Before the patient passed, he had right ventricular failure, renal failure, respiratory failure and persistent hyperbilirubinemia. The patient had stage 3 kidney failure but no pre-existing liver issues before implant. The patient was treated with continuous hemodialysis and then transitioned to intermittent hemodialysis. The patient also had a tracheostomy for respiratory failure. A non-abbott right ventricular assist device (rvad) was implanted on (B)(6) 2022 and explanted on (B)(6) 2022. Right heart failure did not exist before implant, but it was also stated that a device issue did not cause or contribute to the right heart failure. It was reported that the death was not considered to be device related and the device operated as expected.